Event description:
The patient reported the surgeon attempted to insert a 12.6mm micl12.6 implantable collamer lens and the lens tore. There was no patient contact. The backup lens was implanted. The reporter stated the lens was loaded correctly.

Manufacturer narrative:
Eval results: other - visual inspection of the returned product found a small piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted, that the injector, cartridge and foam tip plunger were not returned for evaluation.